Event description:
It was reported that a ventilator dependent pt was experiencing problems with the fit and seal between the inner and outer cannulae one one (1), size 6 cfs, cuffless tracheostomy tube. The problems were detected shortly after placement of the device. Attending therapist also attributed placement problems with the 6 cfs soft swivel flange. The pt reportedly does have some anatomical anomalies which may be affecting the device placement and contributing to the reported problems. The involved 6 cfs device is reportedly available to be returned to the MFR for identification, analysis and investigation upon removal and replacement. As of the date of this report, the MFR has not received the involved device.